Event description:
Report received from (B)(6) stating that the device will not rotate. The device was not being used during surgery. It is unknown if injury or medical intervention occurred. There was no additional info provided.

Manufacturer narrative:
The device was received by depuy synthes power tools. (B)(4) evaluated the device, and the reported problem could not be confirmed or duplicated. However, the unit exhibited vibration and had drive shaft damage. The damage to the drive shaft was consistent with incorrect assembly with the associated motor; it appeared that it had not been properly locked into the motor, and therefore spun inside the motor drive shaft during use. If additional info is received, a supplemental report will be sent. (B)(4).